Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported. The customer communicated that due to patient privacy laws no additional information will be provided. The device was not returned for evaluation. The relevant sections of the device history records for mlp-037357 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.